Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1009 "pressure regulation high" error occurred. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no report of patient or user harm. In accordance with the v60 service manual, the customer found that the data acquisition (da) printed circuit board assembly and motor controller (mc) pcba needed to be replaced after checking the pneumatic circuit. A quote consisting of the replacement parts was sent to the customer for approval. Repair of the device is currently pending.

Manufacturer narrative:
A philips service engineer was not able to evaluate or repair the device as the customer ultimately did not accept the quote, and no work order was generated. No further information could be obtained regarding the reported device issue. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. If additional information becomes available at a later date, a supplemental report will be submitted.